Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery status indicator of end of life (eol) after 17.2 months of implant. The physician expressed dissatisfaction with regard to device longevity.